Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 16.6 mmol/l and 8.0 mmol/l on the advantage system. Reporter did not indicate if patient modified therapy based on these results. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.